Manufacturer narrative:
Product event summary: manufacturer's analysis was not able to confirm the issues with the device; the device passed functional and bench tests. It was noted, however, that pins on the patient connector were damaged. The device passed final functional and system tests.

Event description:
It was reported that the programmer would freeze when toggling between the device screen and the analyzer, specifically when pacing with the analyzer. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.